Event description:
Additional information was received from health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient was seen by the health care provider (hcp) on (B)(6) 2015. The patient had multifocal epilepsy with a malformation of cortical development involving their left hemisphere. It was then stated that an impedance test was performed on (B)(6) 2016 and resulted in out of range monopolar impedances values of 2013 ohms on c <(>&<)> 2. Another impedance test was performed on (B)(6) 2016 and resulted in out of range impedance values of 2160 ohms on c <(>&<)> 2. An impedances test on (B)(6) 2016 and resulted in out of range impedance values of 2371 ohms on c <(>&<)> 0, 2215 ohms on c <(>&<)> 2, and 4518 ohms on 0 <(>&<)> 2. On (B)(6) 2016 another impedance test was performed and resulted in out of range impedance values of 2349 ohms on c <(>&<)> 0, 2397 ohms on c <(>&<)> 2, 4727 ohms on 0 <(>&<)> 2, 4055 ohms on 0 <(>&<)> 3, and 4010 ohms on 2 <(>&<)> 3; the implantable neurostimulator (ins) was discovered to have reached elective replacement indicator (eri) at this visit. No out of range impedance values were noted during a visit on (B)(6) 2016; the ins reached end of service (eos) and the stimulation was off. No further complications were reported/anticipated. The patient's concomitant medications included keppra 1500mg bid, oxcarbazepine 1500mg bid, lacosamide 100mg qd, lacosamide 150mg qhs, and vitamin b12; the patient occasionally takes lorazepam.

Event description:
Information received from a healthcare professional from a clinical study reported via a representative reported a study deviation on (B)(6) 2016 where the battery died sooner than expected. The battery had been implanted for approximately 14 months. Interventions involved the device being replaced. It was unknown if the issue was resolved at the time of report. The patient's medical history included hyponatremia secondary to trileptal (AED); vitamin b12 deficiency; viral encephalitis; diverticulum (burst); drug allergy - erythromycin. Patient status was unknown at the time of report.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was not explanted. Follow-up is being conduct to obtain clarification regarding the discrepant information as it was previously reported that the ins was explanted on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the battery was near its end-of-life (eol) and was explanted with a replacement. It was also stated that the clinical site confirmed that the life of the implantable neurostimulator (ins) battery was as expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was confirmed that the implantable neurostimulator (ins) was explanted and replaced on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a device deficiency of battery depletion. It was noted no surgical intervention had occurred. Conflicting information was provided compared to initial report. Follow-up will be performed to clarify. The patient's medical history included gastrointestinal/hepatobiliary and being diagnosed with epilepsy in 1993.

Manufacturer narrative:
It is noted that malfunction was erroneously chosen in manufacturing report # 9614453-2016-06725, follow-up 001. The event remains a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that there was no cause identified for the out of range impedance values. It was also noted that the change from the non-rechargeable device to a rechargeable device was due to the patient needing a higher voltage to manage their seizures than what was within the scope of the non-rechargeable device. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device diagnosis was changed to early battery depletion due to high voltage parameter.